Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a tsh value of 0.033 uiu/ml and repeated as 2.59 uiu/ml. The tsh reagent lot number was 61487101, with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field service engineer performed a liquid level detection voltage check and adjustment. The sample probe was changed and adjusted. The issue was resolved after probe replacement. The investigation determined the service actions resolved the issue.